Manufacturer narrative:
H.6. Investigation: 50 loose 5ml syringes were received in a bag and opened trays. The samples were visually evaluated. No defects that could relate to leakage past stopper were observed in the returned samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 208 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray leaked before use. The following information was provided by the initial reporter: "I would like to inform you of an issue observed with catalog 309703, lot 9032883 wherein 10.7% of the syringes filled had leaking beyond the plunger. Per the attached article, this seems to be a known issue in some instances."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 208 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray leaked before use. The following information was provided by the initial reporter: "I would like to inform you of an issue observed with catalog 309703, lot 9032883 wherein 10.7% of the syringes filled had leaking beyond the plunger. Per the attached article, this seems to be a known issue in some instances."